Event description:
The manufacturer received information from customer in reference to a ds2adv auto CPAP with an allegation of thermal damage and screen damage. There was no report of serious injury or harm. There is no medical intervention was specified. The device was returned to the manufacturer's product investigation laboratory for investigation. The manufacturer inspected the device externally and internally observed a disassembled the device and found thermal damage on the pca due to water ingress. They observed physical damage to the display screen making data unreadable. The manufacturer observed that could not download the device error log due to the device not communicating. There were 6 errors found. The manufacturer concludes there was able to confirm the customer's complaint.